Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 1627487-2021-18777, 1627487-2021-18778. It was reported the patient was sent to the emergency room due to loss of right leg function. Patient is regaining function through physical therapy and was discharged from hospital.